Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17767654.

Event description:
It was reported that the patient experienced inadequate stimulation due to having high impedances on one of the patients leads. Device reprogramming was done and was able to capture the patients pain areas. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.